Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI: (di) (B)(4).

Event description:
It was reported the patient is unable to establish communication between his ipg and external devices. It was also reported the patient has not recharged his ipg in approximately 2-3 months. The patient's programmer also reflects a communication error. It was noted the patient's ipg was inoperable. Subsequently, the patient underwent surgical intervention where his ipg was explanted and replaced. With a different model. The patient reported effective stimulation therapy postoperative and the reported issue is now resolved.